Manufacturer narrative:
The insulin pump was monitored in 50 c oven for several days, there was no unexpected constant tone and no unexpected color spots on the display screen. There was no moisture damage found on the inside of the reservoir compartment and inside of the insulin pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels and moisture damage. Customer's blood glucose level was 49 mg/dl. Customer treated their high blood glucose with peanut butter on bread. Troubleshooting for moisture damage was performed. Customer advised insulin leaked inside of the insulin pump. Customer advised they had a steroid shot which affected their blood glucose levels. Customer advised the lcd screen had color spots and the device made a buzzing/humming noise. Customer advised the reservoir compartment had fluid inside. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.